Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was failed and required maintenance. A field service engineer (fse) verified the back panel and latch sensor as the user stated about a drawer 5 failure. Fse confirmed no issue with the device. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.